Event description:
Loss of junctional overlap between the proximal main body and the distal bifurcated piece resulting in sac pressurization, rupture, and death. Date of event unknown [the study covers between october 2012 and march 2019- article published 29 may 2020]. 'Perioperative and long-term results of zenith fenestrated aortic repair in women' liao et al 2019. Although the title of the article names women the adverse event reported was for a male patient.